Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the sensor was in out of place. The field service engineer reseated sensor to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was not registering as closed. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.